Manufacturer narrative:
The t:slim x2 pump user guide states: "the min basal alert occurs when entering a basal rate or requesting a temp rate that is less than half of the lowest basal rate defined in your personal profile. You are prompted to select back or continue." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. A supply change was performed to address bg. A system check was performed and it was found that the customer unintentionally had set a temporary basal rate. Tandem technical support educated the customer in regards to this pump feature. Recommendation was made to consult with their health care provider to discuss diabetes management.